Event description:
It has been reported to philips that the allura system would not power on. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information, the system was not in clinical use. It was reported that the host pc did not power on. The system was rebooted and returned to normal functionality. After a complete reboot of the control panel, some motor-controlled movements were not available. A philips field service engineer inspected the system onsite and reviewed the log files. Troubleshooting actions found an issue with the height potentiometer. The engineer replaced the height potentiometer, and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur.if the motorized movements of the table do not work as intended, the c-arm, patient, or staff can be repositioned in a way that allows for the procedure to continue. For example, the c-arm projection can be changed to compensate for a tilted or cradled tabletop. The patient can be positioned feet first on the table in a floor mounted stand configuration if lower body imaging is needed. The table can be manually panned down from hip to toe for single exposure peripheral imaging. If the table height cannot be adjusted the stretcher height can be placed at the height of the table in cases of patient transfer. If cardio-pulmonary resuscitation (CPR) the staff could elevate themselves if the current table height was too high to perform adequate chest compressions. The loss of motorized table movement is not likely to prevent the user from continuing the procedure, transferring the patient, or providing emergency intervention; therefore, the loss of motorized movement of the table is not likely to cause to contribute to a death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome.